Event description:
The reporter stated that he had seen the er1 message 'a couple of times' and while he said he was checking the confirmation dot and getting 'blue', he said he was "possibly putting the blood on the wrong side of the strip before calling lifescan." He also reported getting the er1 message with a control solution test.